Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right ventricular (rv) lead went through their heart ventricle and put a hole in their heart. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.